Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-51842. It was reported that delivery catheter along with attached right ventricular leadless pacemaker unexpectedly advanced towards the apex of the heart during the tip angiography portion of initial implant. The procedure continued since the device was in the targeted position. However, cardiac perforation, pericardial effusion, and cardiac tamponade were seen at the right ventricle's apex. Physician also noted that there were difficulties operating the catheter, partially attributed to patient anatomy. A thoracotomy was performed to treat the patient. Patient condition was unstable at the time of the event.